Event description:
It was reported during a clinical follow-up high thresholds were observed, a chest x-ray was performed it was observed that the lead was pulled back into the cs leaving just the distal electrode in the lateral vein. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition pre and post procedure.